Event description:
It was reported that during a procedure there was telemetry and interrogation issues with the device. The device could not communicate with two programmers and one charging system. The device was not implanted and the health care provider (hcp) requested a different battery be used. There was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.